Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the limited information received the device was explanted due to recurrent infection at the implant site. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. This is a final report.

Event description:
The user has been explanted following recurrent tissue infections at the implant site. Currently no re-implantation is planned. Antibiotic treatment has been initiated.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been explanted following recurrent tissue infections at the implant site. Currently no re-implantation is planned. Antibiotic treatment has been initiated.